Manufacturer narrative:
Method: analysis of programming history.

Event description:
During a review of the patient's vns programming history, it was noted that a faulted diagnostics test that caused the patient's output current to be set to 0ma on (B)(6) 2008. This was not corrected until the patient's next office visit on (B)(6) 2008. No final interrogation was performed. No adverse events have been reported as a result of the event.